Manufacturer narrative:
Occupation: lead tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a fistula coiling procedure, a retracta detachable embolization coil would not detach from the wire. The target vessel was in the arm. The torque device was used and the coil junction was within the tip of the catheter during deployment. The procedure was successfully completed with a different coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation butler memorial hospital (united states) informed cook on 18feb2022 of an incident involving an retracta detachable embolization coil (rpn: mwcer-35-7-6, lot: 14270743). It was reported that the coil would not detach from the wire. The procedure was successfully completed with a different coil. There were no adverse effects to the patient reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned for evaluation. Upon a visual inspection, it was noted that the wire was stretched and elongated. One fiber was still attached to the junction zone. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14270743 found no relevant nonconformances that could have contributed to the reported failure. It should be noted that no other complaints were associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [t_mwcer_rev5] state the following: "instructions for use 8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy. Note: it is recommended that the junction remain just inside the tip of the catheter. Note: do not advance the delivery wire after the coil is detached. " the information provided upon review of dmr, product labeling and DHR, cook did not confirm that the device was manufactured out of specification or items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the coil junction was too far out of the delivery catheter when the device was attempted to detach, but this cannot be definitively confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 21apr2022, it was reported that the delivery wire was turned counter clockwise. The physician did not know how many times the delivery wire was turned.